Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290, heartstart xl+ defibrillator/monitor indicating that the device failed the operational check. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, the user could not pass the operational check. The field service engineer performed the operational check and the device passed. No parts were replaced. The device remains at the customer site, fully functional and remains in service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.